Manufacturer narrative:
Results evaluations: investigation: the returned unit was functionally tested and the report of leakage was confirmed. The leakage portion was located in the cuff, approx 24mm away from the tube end. The leakage portion was examined under magnification and a tear was found, approx 0.69mm in length. A review of our complaints history confirmed this to be the first complaint for the two possible lot numbers identified. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during MFR. A further review of mfg records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: it is stated that the unit was tested prior to use and only became deflated after three days use. As such, this incident is unlikely the result of an assembly fault. We have determined the root cause for this incident is that the cuff became damaged following movement of the product cuff within the pt's trachea. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. This report has been logged for trending.